Manufacturer narrative:
Complainant name: center for diagnostic radiology and minimally invasive therapy. (B)(4). The complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
(B)(4) clinical trial. It was reported that stent damage occurred. In (B)(6) 2013- patient's rutherford assessment indicated category 3. On the following day, index procedure was then performed. A target lesion located in the left distal superficial femoral artery (sfa) including proximal popliteal artery (ppa) had 100% stenosis, reference vessel diameter of 6mm, a length of 110mm, and was classified as a tasc ii b lesion. The target lesion was treated with direct placement of 7x119x75mm innova stent. Following post-dilatation, the residual stenosis was 0%. One day post procedure, the patient was discharged on antiplatelet therapy. In (B)(6) 2015, during the patient's 2 year follow up visit, a stent deformation or kink of the previously placed study stent was noted via patient's x-ray. However, there was no stenosis reported as a result of this event.